Event description:
Report received from the USA stating that the attachment "will not rotate." The device was being used during surgery. No injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not rotate" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional info is received a supplemental report will be submitted.